Event description:
It was reported that this right ventricular lead was successfully repositioned due to dislodgement and loss of capture with asystole less than 2 seconds. The device remains in service. No further adverse effects were reported.

Event description:
It was reported that this right ventricular lead was successfully repositioned due to dislodgement and loss of capture with asystole less than 2 seconds. The device remains in service. No further adverse effects were reported.